Manufacturer narrative:
Unit received alarming failed self-test during self-test due to faulty electrical component on the radio frequency. Unit received with no blood glucose meter communication. The insulin pump was received with minor scratches on lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was no communication between the blood glucose meter and the insulin pump. In the alarm history there were two failed self-test alarms. Customer's blood glucose level was 132 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.